Manufacturer narrative:
The received device had the cannula assembly deployed. Initial inspection of the device found cracks on the top and bottom housing of the device. Corrosion was observed on the pcb and batteries, but the exact cause for the corrosion in the device could not be determined. No data was downloaded because the device was unable to establish connection with the master pdm. The exposed portion of the soft cannula was found partially torn off. Although this damage was observed, it cannot be determined when or how this damage occurred. The battery seal was found discontinuous around the circumference of the batteries. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod. Patient stated that his pod had water inside of it and that he had gone swimming earlier.